Manufacturer narrative:
Returned for evaluation was a 19cm solero probe. The device was received damaged. A visual review of the device noted that the device is fractured at the site of where the shaft meets the handle. Due to the condition of the returned device, functional testing could not be performed. The customer's reported complaint description of error 209 cannot be confirmed due to the returned condition of the device when received. A root cause for the reported complaint description cannot be determined. A review of the lot history records was performed for the reported solero mta applicator manufacturing lot for any deviation in manufacturing process related to the reported defect of the complaint. The review confirms that the device met all material, assembly, and performance specifications at the time of manufacture. The instructions for use, which is supplied to the user with the solero applicators contains the following statement; "obtain a minimum of 1000 ml of sterile chilled saline. 3000 ml chilled saline may also be used to increase the amount of time before the cooling reservoir needs to be replaced. Sterile fluid should be chilled prior to procedure. To attach the single use tubing to a chilled-fluid delivery and collection system, remove the cap on tubing set spike and insert spike in the saline source, being careful not to puncture through the saline source. To ensure proper fluid movement hang the saline source higher than the generator (such as on an IV pole). Load the tubing set into the solero generator pump. The pump clip on tubing should be loaded into the pump clip holder on the left side of the pump and then close the pump housing cover. Prime the tubing set by turning the pump on and making sure there are no air bubbles present in the tubing set and in the saline bag prior to placing the device in the target tissue." (B)(4).

Manufacturer narrative:
The reported defective device has not been returned to the manufacturer for a device evaluation. Angiodynamics is attempting to obtain the device. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
A solero applicator was inserted into patient. The needle was test before hand and no issues were noted. After the first application that went well (140w is the max for 4 minutes), the user was unable to start the second treatment. An error message appears preventing its use. It took 30 minutes between the two applications (the time to change location). The generator has been restarted as well as the pump. The generator still did not recognize the needle. The device was set aside and a new of the same was used to complete the procedure. As there was a delay greater than 30 minutes and the patient was sedated during this delay, this event has been determined to be reportable to potential patient risk. It was reported the disposable device is available for returned to the manufacturer for evaluation.